Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the customer provided a data file for review. The customer's report of incorrect ECG signal interpretation was observed as artifact during review of the device data logs. Analysis did result in interpretations that identified the artifact and an interpretation that included a pacemaker. The device would need to be evaluated to determine if the artifact was related to the device or external factors. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device reported an incorrect ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.